Event description:
It was reported that the patient presented in clinic due to feelings of fatigue and lightheadedness. It was noted that the right ventricular (rv) lead failed to capture. A chest x-ray determined there was a break on the rv lead caused by clavicular crush. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.